Manufacturer narrative:
Additional information: d4. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis #(B)(6):product #8350322 , (B)(4) visual and optical examination confirmed approximately 2 mm of instrument tip has been broken off, consistent with interface during usage. The tip just below the fracture has been twisted. Fracture surface analysis reveals a fairly flat fracture surface and circular material movement. This type of damage is consistent with torsional overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for removal due to completion of bone fusion. It was reported that removal of tsrh3dx and hook rod that had been implanted for l5 s pondylolysis was performed. It was able to be removed on the right side without any problem, but when removing the set screw on the left side, the tip of the obturator t25 broke. Since two obturator t25 were prepared, when it was tried to remove the set screw with the second one, the product also broke. Eventually, the rod was cut using a high-speed drill of the hospital, and the removal was completed. There were no fragments left inside the patient. There was a delay in the surgery by over 60 mins. There was no patient symptoms reported. There were no further complications reported regarding the event. Update: removal after bone fusion. The tip of the reported two drivers broke when removing the second set screw. The tip had already been collected, and there was no remains inside the body. The removed implant was returned to the patient. The revision surgery was performed for the removal of tsrh3dx due to completeness of bone fusion. The products came in contact with the patient. There was no malfunction with the products tsrh3dx and hook rod.